Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit would not switch on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Corrected fields: h10: the fse cleaned and reconnected all connections on the display console.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, g3, g4, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d1, g1(contact person)

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and found that the unit was able to power up, but the display was blank. The fse reconnected all the pbc connections on the display console and iabp. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) unit would not switch on. It unknown the circumstances in which the event occurred or if there was patient involvement. However, there was no adverse event reported.